Event description:
Boston scientific received information that following the implant procedure, a pneumothorax was observed. Additional information was sought, however, was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.